Event description:
It was initially reported that the device was displaying its service wrench; however after an evaluation by physio-control, it was observed that the device would not deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was also observed that the device logged multiple event codes related to the reported failure. Physio determined that the cause of the reported issue was due to an open circuit on the high energy capacitor. The customer received a replacement device.